Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering (fse) visited the customer to address the reported event. During servicing, fse was able to confirm and reproduce the zeros for all results. Fse reseated the column tubing on both sides to correct the issue. Fse then ran a precision and quality controls (qc) without any errors and with acceptable results. The instrument was operating as expected. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(4) 2017 through aware date (B)(6) 2018. There were no similar complaint(s) identified during the searched period. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting, states the following: the 6.3 error messages: when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages: with these errors, the assay stops and the analyzer immediately enters stand-by state. The 101 pressure low: the pressure will not rise because the pump is unable to run due to air bubbles in the pump check valve. If the elution buffer is empty, place a new elution buffer and execute reagent change. Next, execute drain flush. See "chapter 5 section 5.5: pump air removal". Execute manual pumping using the pump key in the main screen (second screen), and open and close the drain valve 2 or 3 times. If the pressure rises when the drain valve is closed, the operation is complete. If the pressure still does not rise or stabilize, execute drain flush again. In addition, confirm that the drain valve is securely closed. The 200 area low error: the peak area which does not reach the minimum required area (50) occurred three times in series. Countermeasure: check the samples, buffers, and hemolysis and wash solutions. The 220 no peak detect: peaks were not detected. Countermeasure: check the samples, buffers, and hemolysis & wash solution. The most probable cause of error messages 101 pressure low, 220 no peak detect, and 200 area low was due to the column peek tubing not being seated properly.

Event description:
A customer reported they were getting 101 pressure low error messages with the g8 instrument. The customer primed the reagents but the error reoccurred. Technical support (ts) instructed the customer to perform a drain flush and then prime the reagents again. There were no errors after the reagents were primed. Ts then instructed the customer to run a patient sample but they obtained all zeros and error 220 no peaks detected and 200 area low messages. Ts instructed the customer to check the waste line which did not reveal any kinks nor was it backed up. The line was hanging straight down. The column count was 4974 and ts instructed the customer to replace the column and run whole blood primers. Errors 220 no peaks detected-all zeros, and 200 area low messages reoccurred. Ts then instructed the customer to replace the sample probe and run a whole blood primer. The pressure was 7.12 mpa and yet the errors recurred. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.